Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The unit was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test or verify the weak battery alarm, low battery alarm, or motor error alarm due to the blank display anomaly. The unit was received with a corroded motor home switch. The unit was received without its original belt clip. No damage on belt clip slot was noted. The following cosmetic damage was found: minor scratches on the display window, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed motor error multiple times. Troubleshooting was initiated for the motor error alarm. The patient's blood glucose at the time of incident is unknown; however, the customer reported that her blood glucose was high. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind without incident. The displacement test passed as well. However, it was noted that the serial number on the end cap sticker was missing, and that the customer had glued the sticker on multiple times. The device also alerted weak battery despite new batteries being placed inside of the insulin pump. A blank display occurred in the past. Troubleshooting for the blank display was declined. The insulin pump was returned for analysis and a replacement device was shipped to the customer.